Manufacturer narrative:
The device was returned for service testing. Investigation was completed through the service repair process and repair was completed for damage that was found on the ail sensor and membrane frame. The ail sensor and membrane frame were replaced. The proximate cause for the damage on the ail sensor and membrane frame was due to fluid ingress.

Event description:
The device was found to have damaged components.

Manufacturer narrative:
H10: the proximate cause of the customer report of service life testing was investigated through the service repair process. A review of the device history record was performed from, which confirmed that this device was not involved in a production failure. The customer report of service life testing repair was confirmed during servicing activities. There was no reported patient injury. The device is used for therapuetic purposes.